Event description:
The caller alleged discrepant results when compared repeated tests reported.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test with repeated tests done by end-user and provided by end-user at time complaint was filed. Per internal procedure test 1 and 4 are outside the confident limits (20% vc). Product will be investigated.